Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during our testing. Unable to verify reset, check settings, a17 or a47 error alarms due to unresponsive buttons. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and a21 tests due to unresponsive buttons. Unable to verify motor error alarm due to unresponsive button, however, the motor passed motor test. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. During troubleshooting, review of the device's history showed that multiple error alarms including motor error and unexpected restart had occurred. Blood glucose level at the time of the incident was 180 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.